Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 580 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that she did not change the infusion set to solve her high glucose level. Ran a fixed and high pressure test and the insulin pump passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.